Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The cause of the high bg was unknown. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.